Manufacturer narrative:
We were informed that the power cable was run over by a bed frame. The instruction for use (340750-ah rev f 06/2019) for therakair visio mattress replacement system instructs: "the power cable should be positioned to avoid a tripping hazard and/or damage to the cable. Arjo recommends placing the cable under the bed frame and attaching it to a mains wall socket by the head of the bed. The system should never be operated with a worn or damaged power cable. Should the power cable be found to be worn or damaged, contact arjo or an arjo-authorized representative for a replacement." The exact root cause of the malfunction was decided to be unintentional user error. The power cable of the pump was damaged; therefore, the arjo device did not meet the specification. The complaint was assessed as reportable due to the allegation that a spark was coming from the damaged power cord of the pump. The pump was in use by the patient when the problem occurred. No injury was sustained. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation to establish the root cause of the event is ongoing. Results will be provided in the final report. UDI number (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the event involving therakair visio pump. The customer informed that the power cord was damaged and the huge spark was observed. The arjo service technician inspected the device and found that the cable was cut and the internal wires were exposed. The photographic evidence provided confirms malfunction and shows burning marks on the cable. The faulty part was replaced. The mattress was used for patient treatment when the malfunction occurred. No injury was claimed.